Event description:
After pre-dilatation, a smart control (7/60mm) was delivered to the target lesion and the stent was released. But the stent jumped approximately 4cm distally during the stent deployment and so the proximal lesion could not be covered. Therefore, an additional non-cordis stent (7/40mm) was placed proximally to the first smart control stent and the entire lesion was fully covered. It is unknown if there was any overlap between the smart control stent and the second stent placed. The procedure was finished successfully. There was no patient injury reported. This was a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery. An ipsilateral approach was chosen for the procedure. It is unknown if the user held the handle of the smart control sds flat and straight outside the patient. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. It is unknown if the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no unusual force applied during deployment of the stent. The targeted lesion/vessel was heavily calcified, moderately tortuous and 100% stenosed.

Manufacturer narrative:
Complaint conclusion: after pre-dilatation, a smart control was delivered to the target lesion and deployed. However, the stent jumped approximately 4cm distally requiring placement of an additional non-cordis stent proximal to the smart control stent fully covering the lesion. It is unknown if there was any overlap between the smart control stent and the second stent placed. The procedure was finished successfully. There was no patient injury reported. This was a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery. An ipsilateral approach was chosen for the procedure. It is unknown if the user held the handle of the smart control sds flat and straight outside the patient. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. It is unknown if the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no unusual force applied during deployment of the stent. The targeted lesion/vessel was heavily calcified, moderately tortuous and 100% stenosed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15948695 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.